Event description:
It was reported that within a month after implant, the right ventricular lead showed a decrease in impedance with an increase in capture threshold and oversensing. Reprogramming seemed to exacerbate the oversensing. The lead was repositioned and remains in use as all measurements appear to be satisfactory. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.